Event description:
It was reported that the bradycardic patient presented in clinic for follow up. Upon interrogation, it was noted that the pulse generator was in back-up mode. The reason for back-up was unknown but low battery was suspected. The patient was in stable condition. No intervention was performed.